Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. The returned device was found with the catheter shaft middle section detached/separated. The flexible cannula was not returned for analysis. The suture string was not returned for analysis. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 21jul2020. It was reported that the flexible cannula broke inside the catheter. An 8.3/24 expel nephroureteral stent system with twist-loc hub was selected for use. During the procedure, it was noted that the flexible cannula broke inside the catheter when the physician tried to implant the device. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed that the catheter middle section was detached/separated.